Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer went swimming with the pump and subsequently the altitude alarm occurred. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.